Manufacturer narrative:
The complainant also listed the following physician¿s associated with this complaint: (B)(6). It is unknown which physician implanted which device. The complainant listed two facilities associated with this complaint, (B)(6) hospital, and (B)(6) medical center. It is unknown which facility the device was implanted at.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.